Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and functionally tested. During visual inspection a damaged safety clamp shim was identified; the cause was unknown. To correct the condition, the safety slide clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.